Event description:
During a routine inspection, it was reported that the device displayed all (attention, charge and wrench) icons. Physio-control evaluated the device and found that it would not power on. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control determined the cause of the malfunction to be due to tin whisker growth between pins three and four on the p506 connector of the charge pak to power switch flex assembly. The failure resulted in excessive current leakage to deplete the internal hlc batteries. A replacement device was provided to the customer.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.